Event description:
It was reported that the customer was hospitalized with low blood glucose of 35 mg/dl. Customer reportedly had not eaten enough the night before and did not check her blood glucose before going to bed. At time of report, customer's blood glucose was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.